Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system (rtos) and the software were installed during the service call. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that images were being lost and deleted. There is no report of injury or death associated with the event described in this complaint.